Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of above 600 mg/dl. The customer also experienced different blood glucose level of 502 mg/dl, 537 mg/dl, 414 mg/dl, 555 mg/dl. The customer was treated with manual injection for high blood glucose level. The customer did report symptoms such as thirsty as a result of high blood glucose level. The customer did not alleges insulin pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose level. Troubleshooting was performed by the customer for high blood glucose level. The insulin pump will not be returned for analysis.